Event description:
Neurological damage, cardiac failure, stage 4 allergic with anaphylaxis. Progressive latex allergic reaction due to continued exposure to latex glove particles history of direct contact and airborne particle from working in clinical settings as an otr over 32 years past. Over the past 32 years, I worked as an occupational therapist, I was required to use latex gloves at work. I became progressively allergic to latex beginning with cracking of skin, rash, which progressed to swelling of lips and tongue. I then began to have sinus problems, irregular heart beat and blood pressure fluctuations upon exposure to any latex both physical contact and airborne particles. I am unable to enter any medical facility. As a result, I am totally home-bound and on total disability. The following are experienced at time of exposure within 2 to 3 minutes: swelling of tongue and sinus; difficulty breathing, early stage anaphylaxis; tingling of lips; sweats and increased thirst; rapid drop in blood pressure; rapid heart beat; chest heart pain; itching all over; become agitated and have panic attacks. Required treatment options at time of exposure: must administer benadryl liquid diphenhydramine hcl (12.5 mg/5ml.) Immediately to avoid severe breathing difficulties, administering of epipen in event of full anaphylaxis reaction. The following side effects are experienced soon after exposure (within 2 to 4 hours) and can last up to 3 days. Loss of sense of taste, loss of leg muscle control, increased athetoid movements with loss of hand coordination, increased muscle spasms, overall decline in central nervous system function, cramps in bottom of feet within 4-6 hours after exposure, nausea, diarrhea, head aches. Did the problem stop after the person reduced the dose or stopped or using the product? No. Did the problem return if the person started or using the product again? Yes. Why was the person using the product? Osha regulation for prevention of blood born pathogens.